Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer experienced low blood glucose with blood glucose of 30 mg/dl at the time of the incident. The reporting party stated the pump did not suspend and the customer had no one around to suspend the pump. The reporting party did not mention how they treated. The reporting party did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not be identified. The insulin pump will not be returned for analysis.